Event description:
A physician reported to our foreign distributor that an infection occurred after a surgery in which duraseal was used. The surgery occurred at a hospital. No additional information could be obtained, despite numerous attempts.

Manufacturer narrative:
A physician reported to our foreign distributor that, an infection occurred after a surgery in which duraseal was used. No other information could be obtained. Bench-top testing has shown that duraseal does not support microbial growth.